Event description:
It was reported that the patient had been trying to reach the manufacturer representative and health care provider (hcp). They had something that began with an m and the patient was going to die tomorrow if they didn¿t have it removed. The hcp told them this today and the patient didn¿t know what the m was. It was further clarified that the patient had an infection. The hcp wanted to take it out on 2015 (B)(6) and the patient didn¿t want them to. The patient wanted to know what happened during the operation that the hcp wanted to rip it out again. This would be the fourth time and the patient didn¿t want to go back to pooping themself and wearing pull-ups. The patient wanted to keep the device in as the first 4 years were wonderful with the device. The diagnostics performed was exam of the implant site with sedation. The actions taken to resolve the infection were antibiotics and wound care trials that did not work. The cause of the infection was determined to be that the patient moved a large fridge and their wound opened up. The patient called their hcp days later and did not seek medical attention right away. The infection had not resolved.

Manufacturer narrative:
Product ID 3889-28, lot# va0v67v, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).